Manufacturer narrative:
G1: manufacturer's details updated. H3: product analysis # (B)(4), part # 54750017545, lot # h5717761 visual inspection confirmed the break off tabs have been bent. The damage is not allowing for proper alignment when connected to the driver. The damage to the driver is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion for l3/4 lcs. It was reported that after inserting the screw, it was removed once in order to change the screw orientation. After that, when the screw was tried to be installed on the screwdriver again, it could not be installed on the screwdriver. Because of that, a new screw was opened and used. The driver could be installed and used without any problem except with this screw. There was a delay in the procedure by less than 60 minutes. There were no patient symptoms reported. There were no further complications reported regarding the event.